Event description:
Plaintiff alleges that as a direct and proximate result of the defective gloves, plaintiff has suffered physical injury and damage and has contracted severe and irreversible type-1 latex allergy. She alleges that she has experienced physical injuries, pain and suffering, humiliation, loss of enjoyment of life, lost wages, lost earning capacity, med expenses, med monitoring expenses, embarassment, fright and apprehension. Plaintiff's alleges loss of consortium of his wife.